Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) touch screen was not working. There was no patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they observed error code 139 (communication error between the power management board and executive processor board). The fse replaced the display assembly (0160-00-0123) the unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received p/n 0160-00-0123 s/n a20a191828175 with a reported failure of touchscreen not working. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 s/n (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department was not able to verify the reported failure of touchscreen not working. However, the touchscreen has horizontal white lines. Therefore, the touchscreen is defective. Retaining the touchscreen in the fat dept. Per procedure number 0002-07-d008 rev. At.